Event description:
End user claimed that the device gave inaccurate readings, resulting in auto accident. Their vehicle was a total loss and the end user was injured. Two months before this incident, the user had called to the company's support dept. To learn how to use their new device. At that time it was discovered that the user did not properly code the device and the lens was dirty with blood. The user was given lengthy training on proper use and at that point it was determined that the device was functioning properly.